Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation, corrections to the initial for information inadvertently left out, and to correct h4. The customer confirmed they cleaned, disinfected, and sterilized the product before sending it to olympus. The customer did not know when the foreign material adhered to the endoscope, what the foreign material was, or whether the endoscope was used for a procedure with the foreign material attached to it. It was unknown if there was a delay in the start of precleaning. There was no abnormalities in the accessories used for reprocessing. The customer flushed the air/water nozzle with water and air; immersed the endoscope in the detergent solution; and flushed the air/water nozzle with the detergent solution. The endoscope was not wiped/brushed the air/water nozzle with clean lint-free cloths, brushes, or sponges. No additional concerns about the reprocessing were noted by the customer. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, olympus could not identify the foreign matter or why the foreign matter clogged the nozzle. The root cause of the failure could not be determined. The event can be prevented by following the instructions for use which state: "[inspection of the endoscope] inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, dents, deformation, or other irregularities. [Inspection of the objective lens cleaning function] inspection of the water feeding function keep the air/water valve¿s hole covered with your finger and depress the valve. Observe the endoscopic image and confirm that water flows on the entire objective lens." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. In addition, the following non-reportable malfunctions were found during device evaluation: bending section has a scratch, adhesive on bending section has a crack and a white-clouded area, plastic distal end cover is dirty, protector of universal cord on the scope connector side has a scratch, and connecting tube has a scratch. The investigation is ongoing and follow-up with the user facility is currently being performed. A supplemental report will be submitted upon the investigation's completion or if the user facility provides any additional information.

Event description:
The customer reported to olympus that the evis lucera elite gastrointestinal videoscope had poor air/water supply, nozzle drain failure. During inspection and evaluation, nozzle clogging found. There was no report of patient harm or user injury associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during incoming inspection and evaluation.